Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. However, the site performed an internal safety check on the unit. It pass and was returned to the operation room. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient received a burn from a forcep which had been determined and transferred to the patient. The site declined to provide additional information on this incident.